Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely receiving a vibratory alert and an alert via merlin.net. Review of the transmission revealed that the lead exhibited high impedance. The lead remained implanted. The patient condition was stable and will continue to be monitored with regular follow-ups. Follow-up information notes the patient was seen in the clinic on (B)(6) 2018. High voltage therapy was programmed off on this day. The patient was referred for a lead replacement, however declined until may for personal reasons.